Event description:
It was reported that when the physician attempted to deploy the stent (subject device) after one-third of deployment it was observed in the imaging that the three marker points at the stent tip remained clustered and failed to open. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 - product problem - corrected - no product problem. D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H1 - type of reportable event - corrected - no malfunction. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was received deployed within the dispenser hoop, which is aligned with good faith efforts (gfe) comments. The stent delivery wire (sdw) and the introducer sheath were not returned. A microcatheter was returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the proximal end, and at the distal end. Damage was noted to the microcatheter. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of 'stent failed/unable to open' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the stent was delivered through the microcatheter. After the stent was properly positioned, the physician retracted the microcatheter to deploy the stent. When approximately one-third of the stent had been deployed, the physician observed under imaging that the three mark points at the stent's tip were clustered together and failed to open, and this remained unchanged after observation from multiple angles. Therefore, the entire stent was withdrawn outside the body. The stent was then pushed out of the microcatheter on the operating table, after which the microcatheter was repositioned'. In the follow-up gfe responses the user stated that there was no damage noted to the stent or the stent delivery wire (sdw) prior to use. A product condition update was provided stating that 'after the procedure when packing the products, the stent was pushed out of microcatheter and dropped into dispenser hoop and the microcatheter tip was kinked when packing into hoop'. The stent was returned for analysis in a deployed condition inside a dispenser (transport) hoop, which is aligned with the product condition update provided by the user. The stent was fully expanded. In addition, the stent was noted to be slightly deformed near the proximal end and more significantly kinked/bent near the distal end. All 3 marker bands were present on both end of the stent. However, the deformation noted to the distal end of the stent had moved one of the 3 marker bands out of its usual position. Note: when the stent is being loaded in through the distal opening of the introducer sheath at the manufacturing site, it is inspected for damage. The stent delivery wire (sdw) was not returned for analysis. The introducer sheath was also not returned for analysis. Given the event description and the replies to the follow-up gfe questions, it appears that the stent system was undamaged prior to use. All necessary dfu steps appear to have been followed, and there was no excessive force applied while advancing the stent within the microcatheter. Therefore, it is possible that the tortuosity of the target vessel and some unknown procedural factor(s), contributed to the user experiencing difficulty in deploying the stent. Given that the stent was deployed for approximately one-third of its 21mm length, and that the stent and microcatheter were subsequentially retracted through the patients vasculature, it is possible that some of the damage noted to the stent during analysis may have occurred when the stent was being removed from the patient (as it could not have been pulled back inside the microcatheter lumen). The damage may also have occurred during transfer of the stent into the dispenser hoop. On the basis that the stent was returned in a fully deployed (fully expanded) condition, an assignable cause of not confirmed has been assigned to the reported event of ¿stent failed/unable to open¿. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu. An assignable cause of procedural factors have been assigned to the analysed event of ¿stent deformed¿. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the physician attempted to deploy the stent (subject device) after one-third of deployment, it was observed in the imaging that the three marker points at the stent tip remained clustered and failed to open. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.